Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule resulting in an anterior vitrectomy surgical procedure. A brief description from the surgeon indicated the patient had zonules and capsular bag were very fragile prior to procedure commencing. The surgery center indicated there was no issue with the phaco equipment and the issue was related to the eye anatomy. The patient required 4 sutures, a vitrectomy procedure and a diamox regiment prescribed. The iol was not implanted and the patient was left aphakic. The patient was referred to a specialist.

Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicate the month of august. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.